Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery because the patient doesn't have great bone so the implant started to subside.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery because the patient doesn't have great bone so the implant started to subside.

Manufacturer narrative:
Correction - h6 (clinical code, results code, conclusion code). The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the CT-scan shows that the infinity tar (tibial component, pe-liner, and talar component are intact). The tibial implant has subsided anteriorly due to poor bone quality. Without further clinical information a low-grade infection cannot be ruled out. The most likely reason for revision is this patient-related issue of poor bone quality.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone quality. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.